Event description:
It was reported that the pump date and time was incorrect, cause was unknown. Additionally, it was reported that "graph" was missing from the continuous glucose monitor graph. There was no reported adverse impact to the customer. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.